Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days after the implant of the device there was a lead impedance warning on the right ventricular (rv) lead for high and undefined impedance on the rv tip to ring and the rv tip to coil. The lead also exhibited ventricular cross chamber oversensing of the atrial channel. The rv capture threshold also had risen significantly. Asystole also occurred due to ventricular safety pacing and ventricular sense response being programmed off at the time. Both were programmed back on and asystole did not recur. The pocket was subsequently reopened to check the rv lead set screw. The rv lead was tight in the header. The lead was unscrewed and hooked up to the analyzer where impedances and thresholds were normal. When reattached back to the device the high impedance measures returned. It was possible that the lead may not have been inserted deep enough into the header block. The physician did not feel comfortable with that device and changed it out to a new one. All measurements were good with the new device. The rv lead remains in use. No patient complications have been reported as a result of this event.